Event description:
It was reported that a novum iq large volume pump under infused during blood transfusion. The issue was further described as, the device was programmed for 20.8 drops/min and counted 15 drops. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3: date received by MFR ¿ the initial aware date was 02/11/2025 (previously reported 02/19/2025). H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.